Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and the broken cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the cutting wire appeared burnt/blackened. The cutting wire was measured to have broken at approximately 16 mm from the distal pierce hole. The other end of the broken cut wire extended approximately 6 mm through the proximal pierce hole with the handle extended. The od of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire broke. During manufacturing, tome devices are 100% inspected and the broken cut wire is likely due to procedural factors. Therefore, the most probably root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot number. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used for removal of a stone within the bile buct. According to the complainant, during the procedure, the cut wire broke when attempting to perform a sphincterotomy of the papilla; no parts fell into the patient. The procedure was completed with another stonetome sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used for removal of a stone within the bile buct. According to the complainant, during the procedure, the cut wire broke when attempting to perform a sphincterotomy of the papilla; no parts fell into the patient. The procedure was completed with another stonetome sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.